Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: e2, e3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was component failure of the light guide fiber and of the distal end of the video telescope, and the light guide (lg) glass was defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the light guide fiber and of the distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported, the rigid video scope when shaken the endoscopic cable and image flickers. The issue occurred during preparation for an unspecified procedure. There was no report of patient harm.